Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. During the procedure on (B)(6) 2017, lead re-positioning was tried twice, but it dislodged both times. The patient has been right ventricular (rv) pacing only since (B)(6) 2017 and the patient's ejection fraction had improved, so the physician decided to pull the lead out and plug the port and permanently program to rv only pacing. The lv lead will be returned to abbott. It was also noted that the lv dislodgement was caused by 'pseudo-twiddlers' effect and the device had rotated along its long access with arm movement; patient was overweight and the tissue movement contributed to this behavior. The patient had not experienced any symptoms.